Event description:
Per the clinic, the patient experienced intense pain with and without wearing sound processor, vertigo and no performance due to migration of the implant. Subsequently, the patient was prescribed with pain medication for a duration of 4 months (specific date not reported); however, the issue could not be resolved and resulting in decision to explant the device. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.